Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
D4 serial number revised investigation was completed investigation summary placement signal issue: the cause of placement signal issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The catheterization lab registered nurse (rn) called to state that during transport the placement waveform went away. The nurse was advised to check for kinks in the catheter and cable, and to make sure that the cable was fully plugged into the monitor. The rn stated that he would troubleshoot, and that he disabled the placement signal alarms. The rn stated that patient had adequate flows and pulsatile motor current. No patient harm was noted and the patient survived. The product has been discarded.